Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 02/22/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure. Patient demographics (initials starting with last name, age, gender). What action did the surgeon take to correct the problem presented with the medical device? Section / tissue / anotomy where the problem with the device occurred. Was another medical intervention required due to the problem presented with the device? (Eg, x-rays, additional procedures, additional clinical treatment, additional medications, additional review). Was there damage to the patient due to the problem presented with the device? (No; yes and describe in detail for example death, permanent deficiency of a bodily function, permanent damage to a bodily structure, prolonged hospitalization, bleeding requiring transfusion, physical injury, etc.). What is the current condition of the patient? (For example: discharged without consequences derived from the problem with the device, in recovery from surgery, continues hospitalized due to ... Etc.). Will the product be able to be recovered for analysis? (No and reason; yes and status of return).

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information has been requested.